Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic with atrial lead noise and mode switching episodes due to oversensing . No programming changes were made. The patient was stable.